Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increasing trend in power consumption to above normal operation starting (B)(6) 2017. Power returned to within normal limits on (B)(6) 2017. 1 high watt alarm was logged on (B)(6) 2017 at 01:55:27. Of note, the patient was treated with heparin. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Correction to initial MDR: this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted on (B)(6) 2017 with hemolysis, elevated lactate dehydrogenase (ldh) over (>) 1000, international normalized ratio (inr) 3.1, and power was slightly elevated. It was stated that the patient was placed on a heparin drip. It was stated that the patient was transferred to another hospital and the device was decommissioned. Left ventricular assist device (lvad) is still implanted but turned off. It was stated that there was no additional information available from the site.